Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were still a little sore where the implant was. Patient stated sometimes if they sit a certain way or lay down a specific way they could feel the implant. Patient said they were not in any pain but sometimes it was a little uncomfortable. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned they have a follow up appointment with healthcare provider on tuesday the 8th, 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the health care professional (hcp). The hcp stated that the cause of the feeling the implant if they sit in a certain way or lay down a specific way was not determined. The hcp stated that the most likely cause of the event was due to the suspected post operative healing. When asked about the steps taken to resolve the issue, the hcp stated that their symptoms resolved and well-healed. There was no tender in incision site at (B)(6) 2025. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.